Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level was impacted, with a reported level of 429 mg/dl due to the issue. The customer planned to address it with a correction bolus once insulin was resumed. The technical support team guided the caller through inspection and cleaning processes, eventually assisting in successfully loading the cartridge onto the pump, allowing insulin delivery to resume. No additional assistance was required from third parties.